Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She indicated that the event occurred with one of three tampons used. She stated she was able to remove the remaining pieces and did not need to seek medical assistance. No further information is available at this time.